Event description:
It was reported that the device would not power on. There was no report of pt involvement with the incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported device failure to power on. Physio-replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly and found the q2 transistor tilted (pin 3 physically broken) and m1 microphone broken off and missing. The root cause of malfunction was a damaged transistor, q2, from the main pcb assembly.